Event description:
Livanova received report that a s5 erc tubing clamp / 500mm gave an error code during priming. The customer does not remember the error code number. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in linkoping, sweden. The affected device is being returned to the manufacturer site for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova has received a report about an erc clamp returning an alarm. Perfusionist was not able to recall the alarm. No impact to patient. The erc was shipped to manufacturer for repair. Investigation of the clamp confirmed the malfunction. The clamp was refurbished and parts were replaced with new ones according to co 9665. The reported failure is a known issue and has been addressed by CAPA 2013-11 and co 9665. Based on findings, in case of exposure to liquid, fluid ingress may cause damages to electric/electronic components with consequent error message. As per CAPA 2013-11 and co 9665 some components of the clamp were replaced with new configuration more resistant to corrosion (both sides covered bearing, shaft, washers and stainless-steel part of the plunger). Based on investigation and testing results, the root cause of the reported event was traced back to a jammed motor due to fluid penetration into the clamp. The risk is in the acceptable region. No further action is deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
H.10: the affected device was returned back to the manufacturer site for repair. The clamp was disinfected, cleaned, opened, inspected and tested. The following components will be replaced as per maintenance intervention prevention: 2 x clamp boards. Spindle. Bearing. Stator with sensor board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report